Event description:
The customer reported being in the emergency room due to high blood glucose of 277mg/dl. The customer stated that her glucose level went up to 516mg/dl the night before and had treated with a manual injection. Troubleshooting was performed and found low reservoir and low battery alarms. The customer mentioned that she has been struggling with high blood glucose for the past nine months. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.